Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v594488 , implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported about a year prior to report, maybe a couple months more the patient¿s "gynecologist had to raise the bowel, because it was lower in her vagina and hitting the vagina.¿ the patient shut off the device for the surgery and ¿probably¿ put it back on. When the doctor performed the surgery ¿still had it left on, started to annoy her, thought the stitches were pulling, but it wasn¿t.¿ the doctor ¿tied up her rectum, or the bowel, he tied up something" and patient thought she had stitches and the stitches were pulling, "then they clipped what they could see, one stitch.¿ the patient played around with the settings to see where she was comfortable.